Event description:
It was reported that the patient experienced a change in therapeutic effect and was not getting good pain control. It was indicated that the symptoms started over the past few months and it was stated that the pump was not working as good as it used to. It was noted that the physician would attempt to increase the dose to see if the patient responds. It was reported that the patient had a revision. The manufacturer device registry did not reflect that a revision had occurred. It was later reported that the cause of the event was unknown and was not attributed to any of the device system. It was noted that a magnetic resonance imaging (MRI), x-ray, or computed tomography (CT) scan was done in (B)(6) 2012; however it was unclear which specific intervention was performed. The imaging results showed that the catheter's position was unchanged. A catheter dye study was done in (B)(6) 2012 and did not show any issues and was normal. The pump rotor study was also done in (B)(6) 2012 and no stall was reported. It was stated per physician that the complaint of increased pain was reported for no identified reason. The patient was not hospitalized and no injury was noted. It was indicated that the patient recovered without sequelae. The drug delivered via pump was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).